Event description:
Customer reported that she was hospitalized due to high and low blood glucose in december of 2012. Customer stated that now her insulin pump is malfunctioning is not delivering any insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.